Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has touchscreen fault. It was reported that "sometimes it works, sometimes it notices your finger, but it doesn't do the action and many other times it doesn't even detect you". It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips¿ standards and was returned to service.